Manufacturer narrative:
Device was received and evaluated by beta bionics. User complaint of touchscreen damage was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the ilet touchscreen display was broken with lines across the screen after the user removed the device from a pocket, which prevented navigation of the pump; a replacement ilet was provided, and return of the original was arranged. Symptoms included no reported adverse clinical effects and no changes in blood glucose. Outcomes included temporary loss of user interface function requiring device replacement. Investigation included complaint intake review and confirmation of the reported display damage and functional navigation limitation by troubleshooting. Investigation of the returned device revealed a damaged touchscreen/display component, resulting in the inability to operate the user interface, consistent with a hardware screen failure. It was concluded, based on previously established findings for similar reports, that the cause was physical damage to the display consistent with handling, resulting in device user interface failure.